Event description:
It was reported a flipped pump was confirmed. A successful pocket revision occurred on the date of this report. A pump pouch was used. The event was determined due to inability to refill the pump. The pump movement was determined to be due to the device becoming un-sutured. There were no patient symptoms reported. The patient outcome was unknown. The pump was used to deliver lioresal. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8590-1, lot # n499953, implanted: (B)(6) 2013, product type accessory; product ID 8781, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).